Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process with multiple cartridges. A new cartridge was successfully loaded onto the pump to address the issue. Customer's blood glucose level was 420 mg/dl.